Event description:
It was reported that a stent damage occurred. A 2.50x16mm promus element plus stent delivery system was selected to treat the target lesion. During the insertion of the device, resistance was encountered. The device was also unable to cross the target lesion and the stent was noted to be "broken". The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).